Manufacturer narrative:
The customer tested the same cord sample for the dat (igg) test by the manual gel method and obtained a 2+ reaction. A 2+ reaction was also observed with the traditional tube method. Customer concluded that the dat was related to an abo incompatibility between mom and baby. No definitive root cause was determined. Customer did not want service for the provue. The customer did not have sufficient sample to submit to ocd for additional investigation. The customer did not report any discrepancies with qc testing or with any other samples. Incident appears to be isolated. This customer has not logged any complaints against this analyzer since this incident. (B)(4).

Event description:
The customer indicated that the ortho provue analyzer interpreted a positive date test reaction for a cord blood sample as negative. The next day the baby's physician contacted the blood bank to report that the baby had a jaundice appearance (baby's bilirubin not provided) and was questioning the negative dat result. The customer repeated the cord sample on the provue and obtained negative results, which was confirmed by the image in the result module.